Event description:
Caller reported that an alarm on the pump indicated a cartridge change was needed. There was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin deliveries.